Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Customer administered manual injections to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.